Event description:
It was reported that a patient experienced peritonitis, manifested by cramping, coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. The peritonitis was reported to be recurring. The patient was hospitalized for the peritonitis. The patient was treated with unknown antibiotics. Pd therapy was ongoing. The patient was discharged from the hospital and was recovering from the peritonitis. This is report 2 of 3 for the same patient.

Manufacturer narrative:
(B)(4). The exact occurrence date of this event is unknown but the peritonitis was reported to have initially occurred in (B)(6) 2012. A batch review was conducted for potentially associated lot number: gd893305. No exceptions were observed that were related to the reported condition. Should additional information become available, a follow-up report will be submitted. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. Same patient as (B)(4).

Manufacturer narrative:
(B)(4).